Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws broke. Silicone casing on one side came loose. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws broke. Silicone casing on one side came loose. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The lot #25152647 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on11/25/2020 an investigation was conducted on 12/8/2020, and concluded on 12/11/2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting handle with large amounts of tissue observed on the jaws. The silicone insulation on the cold jaw was observed to be peeled away from the base, exposing the metal portion of the cold jaw. No detachment of silicone insulation was observed. The heater wire was observed to be slightly flexed away from the hot jaw remaining attached at the base and tip of the hot jaw from normal clinical use. No other visual defects were observed. Based on the returned condition of the device, the reported failure "peeled jaw" was confirmed.